Event description:
It was reported that the right atrial (ra) lead had dislodged and fell. The ra lead was removed and not replaced at the patient¿s request. It was noted that the patient¿s ejection fraction has improved since implant and that is why the patient opted to have their entire system removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.